Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultralink meter was giving inaccurately high readings with the control solution. The pt obtained the control solution result of 139 mg/dl. The acceptable range for the lot of test strips in use was 103 mg/dl to 138 mg/dl. The customer care advocate determined during the call that the pt's test strips were in good condition and within opened expiration dating, the pt's testing technique was correct and the meter was programmed for the correct unit of measure and calibration code number. The pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. The test strips were replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied seeking medical attention. However, as the control solution test result was out of range, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.